Event description:
It was reported that the patient presented in clinic for follow-up in backup vvi. The hardware elective replacement indicator byte could not be obtained as an error message was displayed. Due to telemetry corruption, further troubleshooting could not be performed and device replacement was scheduled.

Manufacturer narrative:
Na